Event description:
It was reported that: "dr was implant a supracondylar nail the 4.2 by 340mm drill bit broke off leaving part of drill bit in patient."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.